Event description:
The distributor reported, the screw broke and was unable to be fixed to the bone, a portion of the screw remains in the patient's bone.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore, a facility medwatch report will not be available. Engineer evaluation of the returned complaint product indicates that the part was likely not manufactured with any defects. The unit has a clean break with no corrosion. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.